Event description:
The haptic of the lens was found broken upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. Both haptics of the lens were found bent; however, due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.